Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states their levels were as low as 43mg/dl. The customer treated with sugar and glucose tablets. Troubleshoot was conducted. The customer was assisted with programing their basal rates.